Manufacturer narrative:
The balloon would not inflate due to tears located proximal and distal of the adhesive bonds. Crazing was observed. Latex deterioration is accelerated not only with uv lighting, but also exosure to oxidants will cause rapid deterioration. A work order review verified that the lot passed inprocess and qa inspections and tests.

Event description:
The balloon of the catheter broke during the procedure, but it is not known whether the breakage occurred preinsertion or in situ. No pt ill effects or harm were reported. Multiple attempts to obtain add'l inf were unproductive.